Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced urgent low cgm readings, and no bg meter comparison was taken at this time. The patient was feeling dizziness, thirstiness, sleepy and lightheaded. The patient sell-treated with ate chocolate bars. The patient¿s spouse took the patient to the hospital and a bg reading was checked by the paramedics which was 1100 mg/dl while the cgm still reading low. The patient was admitted and treated with intravenous fluids. The patient was hospitalized on (B)(6) 2024 and discharged on (B)(6) 2024. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0209 sleepiness/drowsiness/somnolence. Diabetes mellitus is a known cause of hyperglycemia.